Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle insulinx meter was reviewed and the dhrs showed the freestyle insulinx meter passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
A customer reported unspecified inaccurate reading when testing on their adc meter. The customer further reported being taken to the hospital for hypoglycemia. The customer stated they could not provide additional information due to their medical symptoms. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product is not expected back for investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported unspecified inaccurate reading when testing on their adc meter. The customer further reported being taken to the hospital for hypoglycemia. The customer stated they could not provide additional information due to their medical symptoms. There was no report of death or permanent injury associated with this event.